Event description:
Sorin group (B)(4) received a report that the flow display showed dashed lines followed by an alarm and then returned to normal, cycling approximately every thirty seconds. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the centrifugal pump system. The incident occured in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the flow display showed dashed lines followed by an alarm and then returned to normal, cycling approximately every thirty seconds. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) manufactures the centrifugal pump system. The incident occurred in (B)(6). This medwatch is filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported failure and through detailed troubleshooting, the failure was traced to a defective motor control and cpu board. The two boards were replaced to resolve the issue and subsequent functional testing did not identify further issues. The unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue. Evaluated on-site by sorin service rep.